Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there was presence of particles of the plunger in the body of a 20 ml discardit ii syringe w/o needle prior to use. No report of injury or medical intervention.

Manufacturer narrative:
Lot 1703211 was initially reported. In addition, a sample was provided with the following information: medical device lot #: 1703163. Medical device expiration date: 02/28/2022. Device manufacture date: unknown. We have been provided with a picture of the affected sample. After the evaluation of the returned sample, we confirmed the reported issue, and identified the foreign matter as plastic flakes coming from the plunger of the syringe. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the plunger lots #7072484, #7066492 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7072488, #7066066 and no problems, defects or qn related to the reported issue were found. After analyzing the returned picture of the sample and discussing with our manufacturing technicians in charge of these product lines, we have concluded that the small plastic particles consist of some plastic flakes coming from the own plunger. Specifically, during the molding process some plastic flashes appeared in the plunger. We conclude that in the assembling process this flashes were lost as flakes and stuck in the inner surface of the syringe. The returned picture of the affected sample presented plastic particles in the syringe. We confirmed the reported issue. No - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.